Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor was replaced as preventative action to address the issue. The device passed final testing.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's flow sensor was replaced as preventative action to address the issue. The device passed final testing. The device machine flow sensor was returned to philips investigation laboratory (pil). During the investigation at pil it has been determined that the contaminated machine flow sensor caused the error related to the ventilator inoperative condition. This failure has been identified and investigated in CAPA 1999367. The machine flow sensor was scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.